Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for complaints of driveline trauma on (B)(6) 2021. Upon assessment, it was noted that the patient had pulled on their driveline several times and velour was exposed. Cultures were negative for infection. The patient was previously treated with augmentin for empiric purposes from (B)(6) 2021 through (B)(6) 2021. Upon assessment in the clinic, the patient complained of fatigue. A complete blood count revealed hemoglobin was less than 5 g/dl. The patient was admitted for gastrointestinal bleed. Labs were drawn and red blood cells were given to the patient. The surgeon added additional suture to the driveline to immobilize it. The source of bleeding was unable to be found with esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2021. On (B)(6) 2021 a pillcam (capsule study) was completed at 1800 on (B)(6) 2021. The results of the pillcam was expected to be obtained (B)(6) 2021. The patient remained admitted as of (B)(6) 2021 and received packed red blood cells (prbc's) for hemoglobin less than 7 g/dl. The plan of care was pending the results of the pillcam. If pillcam shows deep small bowel bleed, will plan for single balloon enteroscopy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until their death on (B)(6) 2021 (related manufacturer report number 2916596-2021-06055). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pillcam showed bleeding in the duodenum. A tagged red blood cell (trbc) scan was completed with a positive result for a small bowel bleed on (B)(6) 2021. The patient underwent a colonoscopy/ileoscopy on (B)(6) 2021, but the source of bleeding was more proximal than the distal 3 ft. Into the terminal ileum, and the single balloon scope was unable to advance. The patient had a laparotomy assisted enteroscopy with the gi and general surgeon in the operating room on (B)(6) 2021. The patient¿s acetylsalicylic acid (asa) was stopped, and their inr goal range changed from 2.0-3.0 down to 1.5-2.5. The patient had a complicated intensive care unit (ICU) stay with hypotension, but they recovered enough to be discharged from the hospital on (B)(6) 2021 to a skilled nursing facility. No recurrence of bleeding was noted.